Manufacturer narrative:
The reported events of infection, skin necrosis and wound problems are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, skin necrosis and wound problems.

Event description:
Healthcare professional reported a right side infection, skin necrosis and wound problems. Device has been explanted and replaced.